Event description:
It was reported that a caucasian female who underwent breast augmentation with a 380cc mentor memorygel breast implant experienced an asymmetric appearance of the breasts due to a size issue on the right side. As a result, an explant was performed on (B)(6) 2020. This patient was part of a clinical study.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). Based on postmarket study data, the alert/awareness dates for this event have been updated. As a result, the initial report is retroactively considered late. The correct alert/awareness date is march 14, 2021.

Manufacturer narrative:
Additional information was received on august 9, 2023. The device issue reported previously was clarified to be a rupture. Reason for device explant and/or reoperation: rupture . Manufacturer¿s reference number: (B)(4).